Event description:
Around and following time of death, pt received multiple shocks from guidant h-135 contak renewal ICD. Death was caused by metastatic tumor presumed to be mesothelioma. Interrogation of ICD post-mortem showed device fallback fault; warning:a pulse generator fault has occurred. The ICD could not be interrogated beyond this fault-code screen. Therapies could be deactivated. Contak renewal ICD implanted in 2003. The indicatioin for implant was ischemic cardiomyopathy, lv ejection 15%, lbbb, heart failure.